Event description:
It was reported that the device was used during a colon resection. It was reported by the rep that the surgeon complained that the large clip appliers are scissoring and coming off the vessels. On this occasion the whole clip applier got stuck on the vessel during the case. There was no pt consequence.